Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a frayed grip cable at the distal end.

Manufacturer narrative:
On 07/22/2025, intuitive surgical, inc. (Isi) received mw5172398 stating: this tip up grasper was returned to me not labeled as to the failure however a cable is visibly broken. There was also a medical device correction sent out (isisa 2024-09c). The UDI# (B)(4) was one of the instruments listed for potential failures. 5/18 lives remain on this instrument. I will send this back for re-imbursement.

Event description:
Refer to h11 for follow-up information.